Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer returned a contour next ez meter which is different from the contour next one meter associated with the event. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.